Event description:
It was reported that after the starclose se device achieved arteriotomy closure of a calcified common femoral artery the device could not be easily removed. In accordance with the instructions for use, the access ports were used, however, the thumb advancer was not pulled back. Then with some force, the device was removed. After one minute, hemostasis was achieved with the starclose clip. There was no adverse patient effect.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The thumb advancer was slightly retracted from the finish position and the safety release and vessel locator buttons were in the correct post deployed positions. The vessel locator wings were found broken at the distal end of the retaining ring and the broken parts were returned. The most probable root cause for the broken wings is tissue compaction that results in a distal force being applied to the locator wings, bending them distally restricting their proper retraction into the delivery tube set. The wings will not be able to collapse and the device will be stuck and difficult to remove. Thus, forcing the device out would break or bend the wings. It was reported that the arterial wall was thick and calcified and may have been a contributing factor in the reported event. Based on the investigation findings, the most probable root cause of the broken vessel locator wings and subsequent difficult removal is related to the operational context in which the device was used. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.